Event description:
A woman had iron deficiency anemia in the setting of negative upper endoscopy, colonoscopy, enteroclysis and enteroscopy. Capsule endoscopy was performed and revealed multiple aphthous ulcers throughout the distal jejunum and ileum. An ulcerated stricture occurred in the distal small bowel, at which point the capsule became impacted. She developed severe abdominal pain, vomiting and leukocytosis 20 hrs after capsule ingestion. Emergent surgery was performed to remove the capsule, which was impacted at a previously undiagnosed ileal crohns stricture leading to perforation. The capsule was removed and 10 inches of abnormal-looking small bowel resected. She recovered uneventfully and has been managed subsequently with medications for crohns disease with good results.

Manufacturer narrative:
The pt had a condition that is known to be a relative contraindication to capsule endoscopy. See scanned pages.